Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient with this pacemaker had exhibited asystole greater than 2 seconds. It was suspected that their was oversensing. The patient was in atrial fibrillation (af) and had a heart rate of 19 beats per minute when this would occur. This patient is pacemaker dependent. No noise was able to be reproduced during product testing. The patient underwent a revision procedure and this pacemaker and right ventricular (rv) lead was replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were unable to be reproduced during laboratory testing.